Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1445372, #1444795, #1445002, #1445369, #1444989 and #1444776). Root causes are not identified. We will track this kind of event and monitor the trend. For information, complaints (B)(4) are not the first complaints received involving this vdw batch number. Through previous complaint (B)(4), we had received a blister pack of reciproc files r25 8/100 25mm 025 batch #221594 which had been analyzed and had been recognized as counterfeited products.

Event description:
In this event it was reported that four reciproc blue files broke during use at different patients. In the first event the customer suspected counterfeit product. Fragment remains in root canal. Tooth is filled with fragment. This report is for the second device.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.